Event description:
On (B)(6) 2011, patient called to report a nickel allergy. Devices placed (B)(6) 2010, hsg performed (B)(6) 2010. Patient reports an allergy reaction and her doctor confirmed it now. She has a severe rash from her torso to her feet, her liver is shutting down, her immune system is failing and her adrenal stopped working. Follow up: sales rep spoke to dr. (B)(6), who said allergy is confirmed with allergist. Dr. Looked up her lab results, and wbc was normal, thyroid was slightly elevated. Dr. Requested patient to bring in nickel allergy confirmation, no one has received it yet. On (B)(6) 2011 - sales rep received call from dr. (B)(6), and patient wanted him to remove devices, not dr. (B)(6). Rep suggested to dr. (B)(6) to have allergy reports. Received confirmatory nickel allergy test results from dr. (B)(6) her primary care physician, and is trying to schedule removal of devices. On (B)(6) 2011 - reported that devices were removed on (B)(6) 2011 out of medical necessity and confirmed allergy tests. Patient symptoms are resolving.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any patient with known hypersensitivity to nickel confirmed by skin test. IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).